Event description:
Patient with total artificial heart therapy for 6 weeks, following long ICU pre-device ICU course (~ 3 months prior to device implant) presents with acute abscess finding in the suprasternal, deep neck and subxiphoid areas; these areas communicated (or finding). There was thought that this abscess could have originated with the tracheostomy site (of note: trach placement was ~ 1 week after total artificial heart implant). Patient underwent an incision and drainage of the abscess areas on the day it was found, and a permanent drain was placed into the surgical area. The abscess pocket was contiguous in the retrosternal area and involved the mediastinum and the pump. Despite the infection, patient was otherwise stable and non-toxic, so we proceeded with transplant. Transplant occurred about 14 weeks after the incision and drainage. Post operative transplant course was greatly complicated by a grave infectious burden, ultimately significantly contributing to patient death.